Event description:
It was reported the patient was not receiving adequate coverage. As a result, the patient's lead was explanted and replaced with a different model. The replacement lead resolved the patient's issue. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.